Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr could not duplicate the reported problem and no failure was detected. The operational verification procedure was performed and the device was returned to the customer operating to manufacturer specifications.

Event description:
It was reported that during patient use the ventilator was alarming circuit disconnect and the alarm could not be cleared. There was no harm to the patient.